Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, patient encountered the incident of insulin leakage at t: lock with four infusion sets. Infusion set was in use for 2 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)-device 2 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.